Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is meant by failure of the staple reload? What is meant by ¿section of the slender¿? What anatomical structure was device fired on during each failure? Can details be provided of staple form appearance? What was the reason for return to surgery? What is the current patient status?

Event description:
It was reported that a patient with morbid obesity, went for a gastric bypass, and during the preparation of the entero entero anastomosis there was a total failure of stapling the reload being necessary the suture to be redone manually. There was a second moment, in the section of the slender, in which another reload was used, the white reload, where there was again the complete failure of stapling. Manual suture was performed on both sides. The surgery increased in more than 1 hour with higher rates of pulmonary and cardiovascular complications, and greatly increased the risk of fistula and death of the patient. Patient is returning for surgery on the present date ((B)(6) 2020).